Event description:
It was reported that the patient implanted with this pacemaker experienced pectoral stimulation, discomfort and pain. Upon device interrogation, this pacemaker was found to be operating in safety mode. In addition, oversensing of minute ventilation (mv) artifacts was reported. This pacemaker was subsequently explanted and successfully replaced. No additional adverse patient effects were reported. This device is expected to be returned for analysis.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.